Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported there was a complication at osh requiring removal of the entire system in 2010. No further complications were reported.